Event description:
It was reported that a catheter break occurred. The target lesion was located in the internal iliac artery. A 6mm x 20cm interlock coil was selected for endovascular aneurysm repair (evar). During the procedure, it was noted that the coil had separated when it was advanced through the catheter and attempted to be taken out. The entire catheter was removed, and the procedure was completed with another of the same device. No patient injury reported.

Manufacturer narrative:
Device evaluated by MFR: the main coil, the introducer sheath and the pusher wire were returned for analysis. Visual inspection was performed, and no damage was observed in the main coil. A part of the original box was returned, and it was observed that the pouch information matches with the complaint information. The functional could not be performed due to the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed that the components were within specifications. Based on analysis of the returned product, the reported allegations could not be confirmed, since no damages were found on the device.

Event description:
It was reported that a catheter break occurred. The target lesion was located in the internal iliac artery. A 6mm x 20cm interlock coil was selected for endovascular aneurysm repair (evar). During the procedure, it was noticed that the coil had separated when it was advanced through the catheter and attempted to be taken out. The entire catheter was removed, and the procedure was completed with another of the same device. No patient injury reported.